Manufacturer narrative:
Other contact phone number: (B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called to report a fo module failure of a cardiosave iabp. She reports not wanting to change over to another console currently. She states the therapy is not interrupted and that the transduced ap waveform is present and operating as expected on the cardiosave. She would like the pump repaired when therapy is completed for the patient.

Event description:
Yvette rn cns called into emergency support program line to request support to report a fo module failure of a cardiosave intra-aortic balloon pump(iabp). She reports not wanting to change over to another console currently. She states the therapy is not interrupted and that the transduced ap waveform is present and operating as expected on the cardiosave. She would like the pump repaired when therapy is completed for the patient. There was no patient harm or injury reported.